Event description:
It was reported that the patient experienced difficulty, frequent, and extended charging of the ipg. It was also reported that the remote control was not consistently linking up to the ipg. The patient underwent an ipg replacement procedure and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred several weeks ago from the date the manufacturer was made aware.